Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with placement of a 3.0 x 23 mm xience alpine stent in the first obtuse marginal artery. During deployment of the stent, a distal edge dissection occurred. The dissection was treated with implantation of a 2.75 x 12 mm xience alpine stent, overlapping the 3.0 x 23 mm xience alpine. The patient condition resolved on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.